Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device was stuck inside the attachment device. It was further noted that the cutter device was returned with the attachment device and the devices were stuck together. The cutter device was able to be separated from the attachment device. It was determined that the root cause of the failure was corrosion, which was clearly observed and was a typical result of insufficient cleaning after clinical procedures. The cutter device was assessed and it passed all manufacturing specifications and was not the cause of the failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during a lumbar laminectomy surgical procedure, it was observed that the attachment device was overheating. When the device was returned for evaluation, it was determined that a burr device was stuck inside the attachment device. The reporter further confirmed that a burr device was stuck inside the attachment device. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.